Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy occurred at 1pm on (B)(6) 2016. At this time the patient obtained a blood glucose reading of ¿345mg/dl¿ on the subject meter and a reading of ¿241mg/dl¿ on another device within 30 minutes. The patient informed the cca that they manage their diabetes by self-adjusting their insulin dosage based on subject meter results and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time after the alleged product issue occurred they ¿passed out¿. The patient was taken to hospital and treated by a healthcare professional as a result of this. The patient refused food and/or drink from the hospital, but was given IV glucose by the healthcare professional by means of treatment. It is not known what the patient¿s blood glucose was measured at when they were in the hospital. No further treatment details were noted. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the control range. The patient¿s products were replaced and requested for evaluation. Although during troubleshooting it was found that the patient¿s meter fell within an acceptable range with a control solution test, and therefore a malfunction can be ruled out, this complaint is still being reported because the patient allegedly developed symptoms indicative of serious injury after the alleged product issue began and required medical intervention as a result of this.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1:the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.